Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) detected several high out of range shock impedance measurements. The patient was brought into the clinic for further troubleshooting. The shock impedance values varied from 50-69 ohms to above 125 ohms, however, the measurements were steady at 80 ohms when the shock configuration was programmed to distal coil to can. The device was left in this configuration. A high voltage shock was not delivered during troubleshooting. No adverse patient effects have been reported. Additional information was received that another high shock impedance measurement was detected. The shock impedance measurements varied greatly and were now out of range in all shock configurations. Noise was also present on the shock channel with isometrics. A boston scientific technical services (ts) consultant discussed a possible connection issue or lead issue. An intervention was planned to check the connection. It was reported that the competitor right ventricular (rv) lead was surgically abandoned and replaced. All available information indicates that the device remains in service.